Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] chronic fatigue [chronic fatigue] sick leave [sick leave]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2002 & 2006). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 735 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("chronic fatigue") and sick leave ("sick leave"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, pelvic pain and sick leave to be related to essure administration. The reporter commented: essure insertion without difficulty for permanent contraception, 4 to 6 coils for both sides. The post-operative course was simple. Other lab data were normal. Nickel level was normal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: normal positioning of the implants. Absence of abnormal radiological opacity. [Serum ferritin] on (B)(6) 2017: 13. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], chronic fatigue [chronic fatigue] , sick leave [sick leave] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2002 & 2006). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 735 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("chronic fatigue") and sick leave ("sick leave"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered fatigue, pelvic pain and sick leave to be related to essure administration. The reporter commented: essure insertion without difficulty for permanent contraception, 4 to 6 coils for both sides. The post-operative course was simple. Other lab data were normal. Nickel level was normal. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: normal positioning of the implants. Absence of abnormal radiological opacity. [Serum ferritin] on (B)(6) 2017: 13 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.